Manufacturer narrative:
Retainer = black customer returned the device for alleged unexplained insulin flow blocked alarms, unresponsive buttons, and rewind sounding louder found on (B)(6) 2021. The device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, keypad voltage test, and the displacement test. All buttons and rewind functioned properly. The insulin flow blocked alarm also functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms, loud motor noise during rewind, or unresponsive keypad noted during testing. Successfully downloaded the trace and history files using thus. A review of the history files shows one (1) no delivery (insulin flow blocked) alarm on (B)(6) 2021 at 10:27 (bolus wizard), one (1) no delivery (insulin flow blocked) alarm on (B)(6) 2021 at 10:35 (bolus wizard), and one (1) no delivery (insulin flow blocked) alarm on (B)(6) 2021 at 11:05 (bolus wizard). The device was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Insulin flow blocked alarms, loud motor noise during rewind, and unresponsive keypad are not confirmed. No unexpected insulin flow blocked alarms, loud motor noise during rewind, or unresponsive keypad noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an unexplained no delivery alarms while changing the sites. Customer stated that they had louder rewinds and buttons were not responsive and had to press hard to get them to work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.